Event description:
It was reported to medtronic minimed that the customer experienced serial number at the back of the pump was gone. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed and found that label issue was following the usage. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1715kr was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked belt clip rails, serial number label missing, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked retainer, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where serial number label missing was noted. Retainer ring damage confirmed. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.